Event description:
The customer reported that while pipetting an antibody screen assay on ortho summit no sample was added to well h1 and no alarm was generated. A field service engineer was dispatched and found a broken tip clamp in position 2 and tip clamps 6 through 9 were stuck. The engineer replaced tip clamp 2 and 12 and cleaned the instrument. The fse also ran diagnostic checks to ensure proper instrument function. No death or serious injury was associated with this incident.